Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, zip code updated. H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was found to have a peeling downstream occlusion (dso) seal. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump failed the volume test. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.